Event description:
Admit 1/8/98 10:00 am. Do not have any evidence the ventilator malfunctioned. Pt had hx of resp & cardiac failure both in past and immediately. Prior to admission on 1-9-98 pt difficult to maintain on vent due to minimal lung function. High pressure & imv was necessary to maintain acceptable o2 & co2 levels. On 1-9-98 pt engaged call light for assistance. Assistance responded within 60 seconds. Cold pink, no cyanosis, trach clear, heart rate weak. Trach connecting tube disconnected, high pressure alarm sounding, low pressure alarm not activated. Pt reconnected. Due to weak & failing heart rate, CPR initiated. Pt expired.